Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020, 4592-53 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following non-device related cardiac procedures, the patient experienced painful, intermittent, and visible phrenic nerve stimulation from the left ventricular (lv) lead that did not resolve. The physician attempted to reprogram the lv lead to no avail. The lv lead was turned off and remains in the patient. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.